Event description:
It was reported that the patient's blood glucose level reached 364 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received fully deployed. No cracks were observed on the device. The voltage on all the 3 batteries measured lower than expected. Therefore, by providing external power to the device, the data from device was able to be downloaded. Download data shows that an 0x3d alarm generated during pod operation, indicating that the step sensor was asserted before the wire driven. This alarm indicates that fluid leaked into the pod. Fluid path test was conducted and upon manual rotation of ratchet gear, the fluid was found to exit the distal tip of soft cannula as intended. A leak test was performed, and no internal leakage source was identified. Investigation found no issues that would result in an 0x3d alarm. The exact cause of the alarm could not be determined. Corrosion was seen on the pcb. The exact cause of the corrosion could not be conclusively determined. The exposed portion of the soft cannula was observed to be stretched. The length of the soft cannula was observed to be out of specification. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.